Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the programming error (epic did not receive an ¿order start¿ for ampicillin) was not confirmed during the investigation. External inspection of the devices could not be performed as no devices were returned for inspection. Laboratory testing could not be performed, as no suspect devices were returned for this investigation. However, based on the email correspondence between the facility and bd, an interoperability issue was reported in which epic did not receive an ¿order start¿ for an ampicillin order with patient involvement and no harm; the principal interoperability consultant noted that the observed start messages occurred following manual programming, and in parallel the bd technical support team communicated that after several days of reviewing server and application records, the observed issues were attributable to system-level misconfigurations rather than a time synchronization fault. The event log from the pcu (s/n (B)(6)) was provided by the facility via email to determine the details of the reported event. According to the facility, the event occurred on (B)(6) 2026 at 11:02 pm. The pcu error and battery logs were not provided, and the syringe module error log was also not available; therefore, since the devices were not returned, these logs could not be retrieved or reviewed. The logs below show the events from (B)(6) 2026 at 11:01 pm, when the syringe module was powered on, until 11:23 pm, when the unit was powered off and removed. At 11:01 pm, syringe module 8110 s/n (B)(6) on channel a was powered on, new patient was selected, and remote_IV_received was recorded with drug ID=106 (ampicillin as reported by the facility), drug amount=190mg, diluent voiume=1.9ml, patient¿s weight=3.8kg, and dose=50mg; primary volume infused (pvi) was oml. At 11:03 pm, channel off was recorded and, during the same minute and minutes 11:03 pm-11:06 pm, additional remote_IV_received entries with the same parameters were observed without an infusion start; pvi remained oml. At 11:07 pm, further remote_IV_received entries and a channel off occurred; immediately after, a primary infusion was programmed with drug ID=105, drug amount=190mg, diluent volume=1.9ml, dose=190mg, rate=9.6132ml/hr, vtbi=1.6022ml, and syringe type=bd 10ml. At 11:08 pm, a 50min delay was configured and standby was logged; at 11:12 pm, the user started the infusion using the previously programmed parameters. At 11:23 pm, channel off was pressed, the syringe module was powered off and removed, with total volume infused (tvi)=1.5916ml. A review of the pcu event log showed that multiple remote IV attempts between 11:02 pm and 11:07 pm did not result in an infusion start, and that the infusion later began after manual programming, delivering a total of 1.5916ml before the channel was turned off and the unit was subsequently powered off. According to the technical correspondence, the bd technical support team recommended leaving ntp sources unchanged, stopping backups of cce trace databases, restarting the application server after the database server, keeping sql memory unthrottled, and engaging network/security to review connectivity to port3002 due to intermittency. According to the bd alaris¿ system user manual v12.3.1, proper operation of the system requires that users be familiar with related features, setup, programming, IV sets, and accessories, and that all instructions including those for all attached module(s) be reviewed before using the bd alaris¿ system. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of the programming error (epic did not receive an ¿order start¿ for ampicillin) could not be determined, as no devices were received for this investigation. However, the pcu event log provided via email shows multiple remotejvjreceived entries on (B)(6) 2026 between 11:02 pm and 11:07 pm without an infusion start, followed by a later manual programming and infusion within the same session (tvi=1.5916ml). This aligns with the information shared in the email correspondence regarding the event¿s characterization and the concurrent review of interoperability configurations at the facility. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an interoperability issue. Epic did not receive an ¿order start¿ message with an order for ampicillin. There was patient involvement, but no harm. Additional information received 28jan2026: the ampicillin event was related to human error. The clinician did not start the device. Customer is requesting a log review.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an interoperability issue. Epic did not receive an ¿order start¿ message with an order for ampicillin. There was patient involvement, but no harm additional information received (B)(6) 2026: the ampicillin event was related to human error. The clinician did not start the device. Customer is requesting a log review.